Event description:
Approximately six months after implantation, the patient reported that he/she experienced power source change in the controller earlier than expected after changing batteries and ac adapter. The site has their own motor fixture for demo and staff training and could simulate the event with a pump stop on their motor fixture. The patient tolerated a controller exchange from stock well and the problem was solved. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. *this is one of two reports (3007042319-2013-00208 and 00209) submitted for devices related to the same event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the hvad® batteries and controller in relation to the reported event. Thorough external visual inspection of the controller and batteries revealed no signs of physical damage or contamination. A review of the devices history records confirmed that the devices met all specification for release. The returned controller ran normally with no fault alarms or errors. Functional analysis revealed that the two returned batteries ((B)(4)) contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00208 and 00209) submitted for devices related to the same event.